Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient's pocket incision was discharging secretions. No adverse patient effects were reported. The ra lead was explanted.